Manufacturer narrative:
This device is not available at this time. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient had an elective pocket debridement to look for deeper signs of infection. The physician did not find any and closed the pocket back up. Approximately a week later, the product was explanted due to infection. No adverse patient effects were reported.